Manufacturer narrative:
Unit received with end cap broken off. Unable to perform displacement test due to end cap broken off.

Event description:
It was reported via phone call that the insulin pump is cracked and as a result stopped working. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.